Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. Analysis was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and excessive no delivery test or test the operating currents and motor error alarm due to failed battery test alarm. The motor passed motor test. The insulin pump had a scratched display window; cracked reservoir tube and cracked case at display window corner (lower left and lower right corners). Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.